Event description:
Customer reported experiencing cartridge alarm 20 in multiple instances over the past few months, starting from (B)(6) 2025. The events did not adversely affect the customer's blood glucose levels, as the specific values were unknown and only displayed as "high" in some events. In response, the customer administered a correction bolus via the pump in some instances. No third-party assistance was required, and the issue did not occur during the loading process. The customer resumed insulin therapy by changing the cartridge and agreed with the instructions provided by technical support, including placing the pump in storage mode before returning it. Technical support resolved the issue by sending a replacement pump, confirming the customer's shipping address, and ensuring that a signature would be required for delivery. The customer will continue using the current pump until the new one is received, as it is still under warranty.